Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; the device gave a "no disposable" alarm. Examination of the device showed the micro-switch was bent and damaged. Leakage was detected near the drain tube of the tank. The device was determined to be over 20 years old and the issue was caused by normal wear.

Event description:
It was reported that the device was leaking from the water tank and giving an alert. The issue was detected during pre-use testing with no patient involvement.